Manufacturer narrative:
(B)(4) date sent: 7/7/2016. Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve procedure, the surgeon used gst for multiple firings and noticed that the middle row of staples from the green reloads did not form a b on the patient side and specimen side and the surgeon had to over sew the staple line. Pulled a second gun for the second, third and fourth firing and the same thing happened; the middle row had half formed b's on both the specimens and patient side. The surgeon pulled a third gun to finish the case. The surgeon noted that he felt that the first and second gun sounded like the battery was dying and did not have much power behind it. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n54y4u. The analysis found that one plee60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.